Event description:
"Ntaneous" case was reported by an other and describes the occurrence of perforation ("perforation") and device dislocation ("migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.